Event description:
It was reported there was an under infusion of asp3082. The medication was intended to infuse within a 3 hours +/- 20 minutes window. However, the medication actually infused over 3 hours and 23 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: unique identifier (UDI) #, imdrf annex g and d codes and manufacturer narrative. Note that imdrf annex d02 and g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of asp3082. The medication was intended to infuse within a 3 hours +/- 20 minutes window. However, the medication actually infused over 3 hours and 23 minutes. There was patient involvement but no harm.

Event description:
It was reported there was an under infusion of asp3082. The medication was intended to infuse within a 3 hours +/- 20 minutes window. However, the medication actually infused over 3 hours and 23 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specification. A review of the suspect pump module error and event log did not observe any errors that could have contributed to the reported event. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of under infusion was not identified. The pump module was found to be infusing within specification during laboratory testing. The analysis of the event administration set could not be performed because it was not returned for investigation. Note that imdrf annex a1801, a0401, c0601, c07, d01, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.